Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a spider fx, the basket component detached at the target lesion in the left common carotid artery, mid-location. The target lesion was plaque, and the degree of tortuosity was moderate with minimal calcification. The detached component was successfully removed using a non medtronic forceps. The device was safely removed from the patient, and the procedure was completed using a new device, which was not a medtronic device.

Manufacturer narrative:
Product analysis device returned with section of the filter basket loaded in the green delivery catheter. Both marker bands of filter basket observed. It was not possible to advance the filter basket out of the green delivery catheter, dried biologicals were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.